Event description:
It was reported that the lead was oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and the data revealed "varying resistance/impedance". A trend of varying impedance on the right ventricular pace lead between 592 ohm on (B)(6) 2009 and impedance as high as 848 ohms (B)(6) 2010 is observed. Until the week of (B)(6) 2009, the trend is stable at approximately 600 ohms. Also "interference/noise" was observed. Between the dates of (B)(6) 2009 and (B)(6) 2010 and an average of 57.1 v-sic counts/day is observed. Between the dates of (B)(6) 2010 and (B)(6) 2010, the average value is 28.1 counts/day. Elevated sic can indicate the presence of noise.